Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40 and the sound was not working. Nt: there was no report of a patient injury or harm.

Manufacturer narrative:
Device returned for repairs.